Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. Multiple requests for additional information and product return were issued to the customer but no further information was provided and the pump was not returned. Should the pump become available, this file may be re-opened and the pump will be evaluated. Death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient expired on (B)(6) 2019 due to multi-system organ failure. No further information was provided.